Event description:
The pt contacted lfs alleging that her one touch ultra meter was reading inaccurately erratic. After experiencing symptoms of dizziness, the pt obtained blood glucose results of 88 mg/dl, 142 mg/dl, and 79 mg/dl with the reported meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt took no actions following use of the meter. She contacted her medical professional for advice and received no treatment. The customer service rep discovered that the control solution had been open greater than the discard date. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The meter, test strips, and the control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.